Manufacturer narrative:
The corrective action shall focus on reinforcement of current language in the user training material/IFU with regards to advancing the device while array is deployed. Note that this was a training case; therefore the doctor was still being proctored.

Event description:
One of the 7 electrode array needles from the acessa handpiece (model number 2000, lot number t150101). Broke during a surgical procedure at (B)(6) with dr. (B)(6) and physician proctor, dr. (B)(6) from (B)(6). The event occurred during handpiece placement into a 10cm fibroid. It appears the handpiece was placed into the fibroid and the array deployed to 3cm. It was noted that the array was further deployed an additional 2cm. The array was retracted due to inability to optimally deploy beyond this point. The doctor withdrew the hand piece from patient to inspect. At that time, the hand piece was inspected and the ability to deploy was assessed. The array could not be deployed. A second handpiece was pulled from customer stock to proceed with the procedure.